Manufacturer narrative:
(B)(4). Batch # p93x9d. Investigation summary the device was returned with no apparent damage. The device was connected to a gen11 and functionality tested. An alert screen was displayed and no further functional testing could be performed. Due to the returned device condition we were unable to investigate further the reported tissue effect issues. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining. When the device was disassembled to inspect the internal components, no anomalies were noted. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colon resection, the doctor tried using an enseal x120l instrument and the tissue effect was less than expected. The surgeon got into bleeding situation and was trying to control with enseal device and said it was not sealing at all. He stated that the product was not providing hemostasis or able to control bleeders during actuation. He ended up clamping, cutting, and tying to control bleeding and monopolar electrocautery, sutures, and clips were also reported as used to control bleeding and to complete the procedure.